Event description:
Customer reportedly received results of 67 and 127 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent. Aviva system: aviva meter, aviva test strip lot number 300419, expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.